Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid scope had a foreign material in the lens. The issue occurred during maintenance. There were no reports of patient involvement.

Event description:
It was reported the rigid scope had a foreign material in the lens. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: by a component failure of internal lens. The event is detectable/preventable by handling the device in accordance with the following IFU: chapter 2.5 general warnings and cautions: warning risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Notice risk of damage to the product. The endoscope is a precise optical device. Careless handling may damage the endoscope. ¿ always handle the endoscope with care. ¿ do not hold the endoscope by the distal end only. ¿ do not bend the eyepiece cover glass and internal lens. Chapter 5.2 inspection general inspection ¿ make sure that the product has: - no dents, cracks, bending, or deformations. - no scratches. - no corrosion. - no lens damages or cover glass damages. - no missing or loose parts. ¿ check all markings on the product for clear visibility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.